Event description:
It was reported, the pt experienced heating at the ipg site when stimulation was on. As a result, the pt's scs system was explanted and replaced. Surgical intervention resolved the pt's issue.

Manufacturer narrative:
Add'l numbers - 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.